Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2018-00162. Device 2 is being reported under MDR 2247858-2018-00163. Device 3 is being reported under MDR 2247858-2018-00164.

Event description:
"Procedure: one debranch tever - blue spots appeared on the skin: on (B)(6) 2018: three relay plus devices were used for 1 debranch tever. After tar (total arch replacement) was performed, two tapered devices were used because there was a difference in the diameters of the proximal and center parts. After deployment, type 1a endleak was observed. A balloon was then used, but endleak did not disappear. The 3rd device was added to the place where was shifted by 5 mm from the center and reached lcca (left common carotid artery) by a few millimeters. There were no anomalies for blood flow and endleak disappeared. The procedure was successfully completed. On (B)(6) 2018: since blue spots like eczema appeared on the skin of the patient, the patient was sent to the dermatologist and the diagnosis was hydrophilic polymer gel embolization."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2018-00162. Device 2 is being reported under MDR 2247858-2018-00163. Device 3 is being reported under MDR 2247858-2018-00164. Attachment: [(initial report) - device 3 follow-up evaluation.pdf].

Event description:
"Procedure: 1 debranch tever blue spots appeared on the skin: on (B)(6) 2018: three relay plus devices were used for 1 debranch tever. After tar (total arch replacement) was performed, two tapered devices were used because there was a difference in the diameters of the proximal and center parts. After deployment, type 1a endleak was observed. A balloon was then used, but endleak did not disappear. The 3rd device was added to the place where was shifted by 5 mm from the center and reached lcca (left common carotid artery) by a few millimeters. There were no anomalies for blood flow and endleak disappeared. The procedure was successfully completed. On (B)(6) 2018: since blue spots like eczema appeared on the skin of the patient, the patient was sent to the dermatologist and the diagnosis was hydrophilic polymer gel embolization."